Event description:
It was reported that, "pt complained of pain in the tibia. Duracon baseplate was loose during the revision, so it was removed. The femur was solid and fixed. The physician felt that the femur would articulate well with a triathlon cs insert. Physician put in a new triathlon baseplate and cs insert. Rom seemed excellent. No op notes or xray available."

Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR. Add'l info was requested. If it becomes available, the eval summary will be submitted in a supplemental report.